Event description:
Pt revised for pain, radiograph revealed locking ring failure, eccentricity of head and pelvic/femoral osteolysis. Liner showed superior wear, scratches from locking ring fragments and signs of impingement.

Manufacturer narrative:
The journal of arthroplasty vol. 25 no.7 october 2010. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.